Event description:
It was reported that during a procedure and after 16 minutes and 24 seconds of use, the fiber life alert showed and when checked, the fiber appeared to be broken. The fiber was attached from one point to the device, but did not separate completely. The fiber was exchanged to complete the procedure, and a patient outcome of stable was reported.

Manufacturer narrative:
Analysis of the returned device revealed that fiber tip is bent. The fiber is broken at the outer flow tubing/glass cap junction and exhibits indication of bending, crushed, and no melting at break location. The glass cap exhibits mild devitrification at output window. The metal cap exhibits mild detritus adhesion on surface. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber .the fiber was tested with hene laser fixture, and the aim beam is visible at the fiber break. Based on a thorough review of the reported complaint, the most probable cause for this complaint was unintended user error caused or contributed to event. Excessive bending likely occurred during the procedure.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The device was not returned so no visual or functional testing could be performed. Based on the available information an evaluation conclusion code of cause not established was assigned to this investigation as there is no enough information to determine the probable cause of the reported event.

Event description:
It was reported that during a procedure and after 16 minutes and 24 seconds of use, the fiber life alert showed and when checked, the fiber appeared to be broken. The fiber was attached from one point to the device, but did not separate completely. The fiber was exchanged to complete the procedure, and a patient outcome of stable was reported.